Event description:
The hospital reported the endoscope was in use during two procedures when patient perforations occurred. The hospital reported one of the cases was most likely caused by an electro-cautery device. It is unknown if the procedures were completed. The hospital reported the patients' perforations were treated and the patients were released without further incident. The method used to treat the perforations was not disclosed.